Event description:
A letter was received from (B)(6) regarding a report from a physician. The physician reported the wrong color coding suction catheter ch 6 and 14 was received from the company (B)(4). The reporter states that in the operating room it has happened at least twice that the storage for suction catheters - used for the reanimation of newborns - was filled with ch 14 instead of ch 6. The physician was concerned that this may be dangerous if no catheters ch 6 are available. The reporter states misplacement can happen, because the color coding of both suction catheters are green. The medical technical department at the hosp stated that the color coding should be green and light-green. The reporter could not found any color difference on the both catheter sizes.

Manufacturer narrative:
Based on the available info, this issue is deemed a reportable malfunction. The problem of a wrong or not clearly discernible color coding may lead to an operator choosing a wrong sized product which may result in an injury to the end user. No return sample has been received. A quality review found that suction catheters size ch14 and ch06 are manufactured according to valid specification. No other complaint with the similar complaint issue has been recorded in the complaint database. The color of the funnels for both ch-sizes is identical. No add'l patient/event details have been provided to date. Should add'l info be received, a follow-up report will be submitted. (B)(4).